Event description:
A break in the retention dome during traction removal. The indwelling period was 180 days. The dome portion was removed with a snare.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.